Event description:
The customer was hospitalized for diabetic ketoacidosis. Prior to being hospitalized the customer was vomiting and experienced very high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.